Event description:
The patient returned to the hospital complaining of abdominal pain no greater than eight days post stent implantation. Work up revealed a fractured stent a left point. There was no report of consequential treatment.

Manufacturer narrative:
The palmaz genesis stent is not available for evaluation and testing. Additional information has been requested, and will be submitted within 30 days of receipt.